Event description:
It was reported through a research article, that initial attempts to deliver a 2.0 x 8 mm mini-vision stent to a lesion in the calcified diagonal artery were unsuccessful; however, after adding a buddy wire, the mini vision stent was implanted. A distal edge stent dissection was noted so a non abbott stent was implanted to treat the dissection. This case report illustrates that the use of the wiggle wire alongside an extra support wire improve device deliverability.

Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention appear to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.